Event description:
It was reported that infection occurred leading to full explanation of the deep brain stimulation system. A possible contributing factor was identified as a continuous positive airway pressure (CPAP) device rubbing against the area where the extension lead connection was located. No diagnostic testing or imaging was reported. The issue was resolved following explantation, and the patient was reported to be alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID b35200 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025; explant date; section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date; brand name sensight; product ID b3301542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025; explant date;. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.3 updated per new information received. Date valid continuation of d10: product ID b3301542m. Serial# (B)(6). Implanted: (B)(6) 2025: product type lead product ID b3301542. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead product ID b3400060. Serial# (B)(6) implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type extension product ID b3400060m. Serial# (B)(6). Implanted: (B)(6) 2025: product type extension product ID b35200. Serial# (B)(6). Implanted: (B)(6) 2025: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
N/a.